Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 6 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a routine clinic visit, review of device history revealed a low speed operation (lso) to 7700 rpms from 9600 rpms on (B)(6) 2017. The patient was unaware of this event and reported to be asymptomatic. Technical services reviewed the submitted log file which contained data from (B)(6) 2017 through 04jan2018 and observed a low speed advisories on (B)(6) 2017 to 7730 rpm and on (B)(6) 2017 to 7700rpm. These events occurred while the vad system was connected to the power module. The customer was informed that this type of behavior has been liked to potential issues with the driveline or could have been caused by something passing through the pump. After the two low speed advisories, it was observed that the pump speed returned within specifications and remained sustainable to the end of the log file. Additional information provided indicated that the patient¿s labs, including lactate dehydrogenase, were stable. The customer requested an ungrounded power module patient cable for use while on power module support. No further issues were reported.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported low speed events; however, a specific cause for the events could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.